Event description:
During a coronary drug eluting stenting treatment procedure, inflaton and balloon withdrawal difficulties occurred. Intervention of the proximal right coronary artery was done due to in stent restenosis of a cypher stent. The lesion was predilated with a 2.5x15mm maverick balloon. The physician attempted to deliver the taxus express2 2.5x24mm drug eluting stent to the target lession, however, it would not advance through the cypher stent. The balloon caught on the stent. The physician them attempted to remove the stent delivery system (sds) in order to predilate again, but was unsuccessful. After several attempts of pushing and pulling, the device still would not come out. The physician decided to deploy the stent were it was. When trying to inflate the balloon, it would not fully inflate. The stent balloon was inflated to 16 atm's but it would only stay inflated to 16 atm's for about 1 second. A possible pin hole in the balloon was noted. Finally, the stent was deployed, but they had difficulty fully deflating the balloon because of the pin hole which also resulted in withdrawal difficulty. The physician was able to remove the balloon by moving the guide catheter down further and pulling with a great deal of force. The pt was sedated and remained asymptomatic during the event. When the sds was removed, there was "stress" on part of the shaft. The stent was post dilated adn the procedure was ended. No pt complications occurred. Pt status is satisfactory.